Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a typer ii. Analysis of the device found an opening in the port tubing between the stainless steel connector and the injection site. The opening is consistent with puncture by a needle and may be the source of the leakage. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation on the inflatable section."

Event description:
Reported as "catheter broke defective access port".